Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 2 years and 8 months due to prosthetic valve endocarditis. According to the healthcare provider, this event was due to patient related factors; there was no device malfunction. The infection source was provided as a haemophilus species acquired s/p dental work. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Although the root cause of this event cannot be conclusively determined, the healthcare provider has indicated that this event was due to patient related factors. There was no device malfunction. The infection source was provided as a haemophilus species acquired s/p dental work. No further actions are possible with the available information.